Event description:
A patient has been trying to do his transmission but could never get the carelink monitor to start reading his device. The yellow light comes on where the symbol of the person is, and the first telemetry light never turns green. The patient was referred to the clinic for further troubleshooting assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.